Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. The ipg has moved superior in the pocket and is causing discomfort at the at the top lateral edge. Due to this issue, the patient may undergo surgical intervention. The patient is reported to have effective therapy.

Event description:
Based on information obtained, the patient underwent a pocket revision on (B)(6) 2019. Effective therapy was restored post-operatively.

Event description:
Based on information obtained, pocket site pain has resolved.